Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes there was poor barrier separation seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.